Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.